Event description:
The ge oec surgery field service engineer reported the system displayed an overload fault error message. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable and x-ray tube were replaced. The system was then found to be operating as intended.